Event description:
The nursing staff tested the muscle stimulator box prior to its use on the patient. It was not functioning. Another box was obtained. No harm to patient or staff. No delay in patient care.